Event description:
Sq remodulin ms3 pt; pt reported that two cartridges had plungers that were very difficult to operate. Lot number of 4266305 for both. No interruption to therapy. No ill-effects reported. Pt to hold onto cartridges for one more month in case they're needed for investigation. No other info, dates, or details provided. Ref report: mw5122904. Reported to cvs/caremark by pt/caregiver.